Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 ,version #: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(,H6) : manufacturing representative went to the site to test the system. System was reported to have inaccuracy with pointer and pt image. Site worked with cs and hooked up sawbone and tested with tester and found that the accuracy was correct and found no other issues during testing. Site have attached images logs to tech support. Codes b01, c19 and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a unknown procedure. It was reported that there was an alleged inaccuracy on the system during a navigated spinal fusion case. Cs reported that this was believed to be on the imaging system. No other additional information was provided at the time of the call. This issue occurred intraoperatively, and there was unknown delay. There was no impact on patient involved.